Event description:
The company representative confirmed that when impedance testing was performed, they were all in range; nothing there that stated low impedance could cause the early depletion. The rep did not have the impedance numbers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the hcp believed the ins depleted prematurely because the patient's previous battery had longer longevity.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery depleted prematurely and was replaced. Impedance testing was performed but the results were not reported. The stimulation settings used were: 0- 1-, 2.9 v, 20 us, 130 hz. The settings allowed the patient to increase amplitude to 3.2 v, but it was noted that the patient did not increase stimulation. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37602, sn: (B)(4) found no internal shorting or un-attributable damage to the cell components. No evidence of an internal mechanism for premature depletion was found. The battery longevity was not met, but the cause was unknown.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.